Manufacturer narrative:
The site does not use the patient head strap to hold the patient tracker on the patient's forehead. This is unapproved use of the fusion navigation system. The entire fusion navigation system was replaced at the site. Suspect fusion navigation system has been evaluated in house along with software exam archives. The suspect system passed all accuracy and performance tests without issue. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. The site has not reported any further accuracy issues with their new system.

Event description:
A medtronic ent representative reported that, while in a frontal endoscopic sinus surgery (fess), tracer registration was initially accurate, then during navigation became inaccurate anterior/posterior. The surgeon re-registered the patient, using tracer, continued in the surgery, becoming inaccurate medial/lateral. Inaccuracy approximated at greater than 2mm, ending at 3mm plus. The medtronic representative confirmed that the surgeon was not using a head strap with the metal patient head frame. The surgeon completed the procedure with the use of the fusion navigation system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
RMA issued. Replacement axiem integrated 4 port system shipped to site (B)(4) 2013. Medtronic evaluation of returned suspect device finds when the axiem unit was connected to a test system with the ent application, they were able to verify a registration probe with an error of .8mm. Medtronic engineer tracked through the entire volume of the phantom head model with all tabs in green status. Navigation accuracy looked normal by picking several prominent landmarks with the registration tool. The unit passed the pegboard test with an error of 2.220mm. Port 2 has a deteriorated gasket, however, the port navigates normally. Reported issue could not be duplicated, part found to be fully functional.